Manufacturer narrative:
(B)(4).

Event description:
The patient experienced withdrawal symptoms. The catheter was replaced and the pump position was changed. The patient was not satisfied and "the pain reduction was weak." The device system was used to deliver fentanyl. See manufacturer's report # 3004209178201100424 for subsequent events.